Event description:
During the procedure the deflection mechanism of the catheter would not work. Physician could deflect catheter tip in one direction, but not the opposite direction. There was no harm to the patient.